Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The device was recalibrated to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.